Event description:
New information received notes the implantable cardiac monitor (icm) was replaced by a competitor product in a procedure on (B)(6) 2021. Fluoroscopy was performed to locate the icm and could not be found. The patient later confirmed they had removed the icm on their own on an unknown date. Post-procedure there were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardiac monitor presented with noise on the electrograms. The physician failed to interrogate the device, despite the use of a magnet and multiple other avenues. Intervention was discussed but not reported. There were no patient consequences.